Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope was producing a blurry image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, according to device inspection results, the objective (ob) lens had a scratch. When the hot/cold water test was performed, moisture invaded ob lens which caused the foggy image. Therefore, olympus presumes that inner ob lens became foggy due to moisture invasion of the device, and the device was unable to accurately recognize the subject. As a result, the suggested event occurred. Olympus confirmed that leakage occurred in the subject device and the user did not report the leakage. Reprocessing the device while leakage occurred can cause water invasion of the device and it increases the possibility of the device breakage. IFU describes to conduct leakage test prior to manual cleaning and to contact olympus if leakage is detected. (Refer to the following) we would like sbc to inform the user to refer to the following description when handling the device. Reprocessing manual_ cleaning, disinfection, and sterilization procedures_ leakage testing_ performing the leakage test caution:during leakage testing, a continuous series of air bubbles emerging from a location on the endoscope indicates a leak at that location. This means that water will be able to penetrate the inside of the endoscope. If you locate a leak, remove the endoscope from the water with the leakage tester connected and contact olympus. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): "chapter 3 preparation and inspection before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage." "Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected, or is found to have irregularities during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, ¿troubleshooting guide¿. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the instrument may compromise patient or user safety and may result in more severe equipment damage. Should any irregularity in the function of the endoscope and/or endoscopic image be observed during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, ¿withdrawal of the endoscope with an irregularity¿ on page 97." Olympus will continue to monitor the field performance for this device.